Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06149. It was reported the pt experienced a surface burn at the ipg site the last time he charged the ipg. The pt's son reported the pt developed a large sore over the ipg site. Consequently, the pt has not used or charged the ipg in months. It was also reported the burn has since healed. An sjm rep met with the pt and was able to establish communication and recharged the ipg without any issues. The rep instructed the pt and his son on the MFR recommendation steps to follow while recharging to prevent heating or burning of the pt's skin. The sjm rep informed the pt's son to monitor for heating and to stop charging if heating occurred. Follow-up indicates the pt's son reported they were able to fully charge the ipg and the pt is receiving good stimulation.

Manufacturer narrative:
This ipg serial number is associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.